Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a rectosigmoidectomy, after about 2 hours of use, the device reportedly self-activated. Then after this, when the device was activated to seal, the device reportedly did not finish the seal cycle, although the activation button was pressed. It is unknown if a regrasp alarm sounded when this occurred. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The jaws opened and closed normally using the handle. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.